Event description:
Device malfunction: sheath carving. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the right common femoral artery using a starclose se after an interventional procedure. Reportedly, when attempting to deploy the clip, one of the tings from the clip carved into the exchange sheath. The safety release was used to remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.